Manufacturer narrative:
Findings: pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, no delivery test due to prime anomaly. Motor passed motor test. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 300 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was explained that the false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was able to rewind. Customer reviewed alarm history and found that there are 2 motor error alarms within the last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.